Event description:
During t&a procedure, burn noted to be bilateral corners of mouth. Upon inspection of handheld bovie pen, tip was not completely inserted into wand causing metal to come into contact with pt's mouth. During procedure bovie pen would activate without compressing the button on the wand. Charring of distal guard of tip near metal which inserts into wand. FDA safety report ID# (B)(4).